Manufacturer narrative:
A ge rep evaluated the sys and replaced a power supply in the c-arm. The sys operates as intended.

Event description:
The customer reported that the arc would not initialize (no boot). This resulted in a total loss of imagining functionality. This could cause the delay or cancellation of a procedure. There is no report if injury or death associated with this event.